Event description:
It was reported that several piccs were found to be leaking, around insertion site, during fast flush prior to chemotherapy. External fracture- unable to pull line back to a safe length to repair the fracture. Once repaired, patient sent for linogram to diagnose any further issues- none found. Some patients continue therapy via cannula, others had treatment delayed with new PICC insertion. There was no report of patient harm. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter; the date reflected in this report is the date on which bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
Additional information received 7/23/2025: patient had a psychological impact; however, details were not provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed, but the root cause could not be determined. One 4 fr s/l groshong nxt clearvue catheter attached to its connector was returned for evaluation. An initial visual observation showed use residues throughout the returned catheter and its connector. The catheter section returned was observed to be cut just distal of the clear oversleeve of the nxt connector. A small portion of the catheter was extended out of the clear nxt sleeve. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed a leak along the section of the catheter just extended distal of the clear nxt connector oversleeve. A microscopic observation revealed the split in the catheter to be longitudinal with an uneven, sharp fracture surface. The split was observed to have a granular fracture surface. A root cause could not be determined from the split characteristics; however, possible causes may include damage caused by an instrument, damage caused by a compression style device, or other unknown causes. This complaint will be recorded for future trending and monitoring purposes.